Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's relative that the patient had a faulty device implanted. The device was explanted and replaced. No patient complications have been reported as a result of this event.